Manufacturer narrative:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided.

Event description:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: oss mod arthro nl 3cm diasl cnctr, catalog #: cp260607, lot #: 149510. Oss mod arthro nl 3cm diasl cnctr, catalog #: cp260607, lot #: 075570. Oss mod arthro 7 deg lck collar, catalog #: cp260602, lot #: 751190. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2020-02286, 0001825034-2020-02288, 0001825034-2020-02289.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient was revised due to unknown reason. Attempt for further information has been made, but no further information has been provided.